Event description:
Following a percutaneous transluminal coronary angioplasty procedure, an angio-seal device was placed in a pt's groin with hemostasis successfully achieved. However, approx 12 hours later, a hematoma was noted to form and expand over a 24 hour period. The pt required a transfusion of blood products. A pressure bandage was applied at the groin site, and the pt remained hospitalized for observation for approximately six days. The pt is currently in good condition and was discharged home. As of 5/11/98 there has been no further report of complication or pt sequelae made to the MFR.